Manufacturer narrative:
(B)(4). Approximate age of device - 3 years and 11 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for subdural hematoma. The patient denied trauma at time of presentation. The patient¿s lactate dehydrogenase (ldh) at time of presentation was 547 u/l with subsequent peak to 1229 u/l (baseline 330-440 u/l). On (B)(6) 2018, the patient underwent right-sided craniotomy for evacuation of hematoma, epidural and subgaleal drain placement due to expansion of bleed with midline shift. On (B)(6) 2018, the patient was hemodynamically stable, taking heparin and acetyl salicylic acid (asa) with ldh 303 u/l. Neurologically at baseline with mild left pronator drift. No additional information provided.